Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient reported that the cannula site was painful and red event on (B)(6) 2026. The patient went to see doctor and was prescribed unknown antibiotics. The patient also faced difficulty changing the infusion set as it fell on the floor. No further information available.